Manufacturer narrative:
The cobas e 801 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys cmv igg results from the cobas e 801 module. The initial result was 7.57 u/ml (reactive). The repeat result was consistently 0.15 u/ml (non-reactive) upon testing five times.

Manufacturer narrative:
The investigation was unable to determine a specific root cause. A sample-specific issue could nto be excluded. Correct pre-analytic sample handling is within the customer's responsibility. A general reagent problem was not present because the qc prior to the event was within ranges. There is no evidence to suggest a malfunction of the device.